Manufacturer narrative:
Product analysis: analysis was able to confirm the reported software updated issue. The hard drive was reconfigured, and the software was reloaded and updated. Analysis also noted the programmer failed the analyzer signals test. The analyzer docking bay assembly was replaced. The device passed final functional and system tests. No other anomalies were found. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to successfully complete a software update. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis.. There was no patient involvement.